Event description:
Malfunction: distance diodes drifted. A technician reports that the distance diodes had drifted. The territory manager advised them to cancel surgeries until service could be arranged. The site elected to retest on the pmma disc, adjust the energy until such time as the fluence was within acceptable levels and continue with surgery. Current status of patients is unknown at this time. Additional information has been requested.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) confirmed the reported issue and aligned the distance diodes. A successful system verification was then completed. A review of the complaint database for three months prior to this reported event showed no other complaints of this nature for this laser system. Conclusion: based on the results of the investigation, the root cause was determined to be the distance diodes were out of alignment. (B) (4). (B) (4). (B) (4).